Event description:
The subject had a pocket revision due to pain at the site. He was admitted after the procedure for a 23 hour stay. All available information suggests this device remains actively implanted. If additional information becomes available, this event will be updated.